Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alert and excessive no delivery test or verify low battery alert due to blank display.

Event description:
Customer reported via phone call that insulin pump had alarming low battery. Customer's blood glucose value was 209 mg/dl at the time of the incident. Customer will returned device for analysis.